Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the reported bg meter reading incorrectly could have contributed to the reported hospitalization for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported being hospitalized after experiencing high blood glucose (bg) levels and vomiting. The patient noted that the bg meter portion of the personal diabetes manager (pdm) was not reading correctly. Her bg meter reading was 320mg/dl from the pdm while the hospital meter reading was 530mg/dl. No treatment information was provided.